Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number : 3006705815-2019-04261. It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on several contacts. Reprogramming was unable to resolve the issue. X-ray confirmed that one of the distal ends of the lead was completely pulled out of the ipg header and was coiled halfway up. As such, surgical intervention was undertaken on (B)(6) 2019, when opening the ipg pocket it was confirmed that the lead was out of the ipg header. Additionally, the lead was coiled onto itself causing a twisted knot. Intra-op diagnostics revealed high impedances on every contact. Additionally, fluid had gotten in the ipg header. In turn, the physician decided to perform a full system revision. The entire scs system was explanted and replaced resolving the issue. Post explant a fracture of both distal ends of the lead was discovered. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported high impedance observed in the field was confirmed. Visual inspection of the lead showed all the internal wires in each tail was broken. Segments of each tail had been twisted in a cork screw fashion. The broken wires would have contributed to the patient¿s ineffective stimulation. As there was no instrumentation damage at the fracture sites and the high impedance was observed prior to the revision, the broken wires are consistent with the lead being subjected to an overstress condition while in vivo.